Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys cortisol ii (cortisol ii) on a cobas e 411 analyzer (disk system). The initial result was 3.9 nmol/l. On (B)(6) 2025, the repeat result was 125 nmol/l.

Manufacturer narrative:
Qc was acceptable. The customer believes the low result was due to how the sample was placed on the instrument; the customer has had no further issues. The customer declined an investigation. As no further information was received, the specific cause of the event could not be determined. The investigation did not identify a product problem.